Event description:
Cd3200 started to burn with visible flame on cable at sdm 6 pcb and with visible smoke. After disconnecting of power, the flame went down. No extinguisher was used. No report of any injury.